Event description:
The patient reported the stimulator worked fine until december 2006 when she felt weakness in her left leg (reduced therapeutic affect from the ins suspected), that resulted in a fall after her leg gave-out; the patient sustained no immediate injury. Six weeks later, she felt a problem in her back and lost all control and function in her left leg. The patient hospitalized due to severe pain and stated the stimulator may have scraped a nerve; many tests were run with no obvious cause determined. The patient completed two weeks of rehabilitation, and then was discharged to home for addiitonal therpay three times a week. The physical therapist indicated to the patient that she is not gaining strength in her leg; the patient must use a walker and a wheel chair. The neurologists indicated the leads to the stimulator scraped a nerve in the spine when she fell, but his nerve test indicated no major or permanent damage. The patient currently can not walk and has severe pain following five weeks of therapy. Additional information has been requested from the physician. A follow-up report will be sent if additional information is received.